Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The tech stated she said she applied the tr band to the right wrist. After inflation, she turned away for a moment then returned to the patient and noticed blood under the tr band. She attempted to put more air in the device; however, it leaked out again. She then removed the tr band and placed another one. The second one worked fine. She threw the device away. No adverse events were reported, and the patient was doing well. The type of procedure performed was a heart catheterization. The blood loss was less than 250cc. No concomitant medical products were used with the tr band. Additional information was received on 23dec2025: there was 14 mls of air initially injected into the tr band. There was no noticeable damage to the device. The device was not manipulated before use or during storage. The product was stored in a climate-controlled storage room. The tech could not tell where it was leaking from.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.